Manufacturer narrative:
Investigation: an unused harvest terumo platelet concentrate procedure pack was returnedfor investigation. Upon visual inspection, it was noted that the expiration date on the outsitde label of the set is confirmed to read 2017-08. The expiration date of the label on the lower packaging tray (plasma products pack) is confirmed to read 2016-07. Ac expiration date isconfirmed to read 2016-07. Harvest product set contain multiple components that have various expiry dates. The outer kitlabel contains the expiry date associated with the component that has the shortest expirytimeframe. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that after opening a harvest terumo platelet concentrate procedure pack, it was noticed that the expiry date on the label of a bottle of anti-coagulant (ac) was 07/2016. The pack's outer set was labeled with an expiry date of 08/2017. No patient (donor) was connected at the time of the event. No patient (donor) information isreasonably known.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. Investigator confirmed that the harvest terumo platelet concentrate procedure pack was labeled with the correct expiration dates. Device history record (DHR) search is conducted for this specific incident on the basis of the returned part and found that the kit and the lot met the acceptance criteria before release. Root cause: per part evaluation and DHR review, the harvest terumo platelet concentrate procedure kit and lot were found to have been labelled with the correct expiration date. Possible cause for the customer report of the kit being incorrectly labelled includes but is not limited to misunderstanding of the expiration date labelling of the product, or dissatisfaction with how the expiration date is reflected on the product.

Manufacturer narrative:
This report is being filed to provide additional information.